Manufacturer narrative:
Updated fields: b4; d8; d9; g1; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11 a getinge field service engineer (fse) evaluated the unit and found the cause of the failure. After inspection, it is found that there is a problem with the municipal power management board and pneumatic module and need to be replaced. Fse replaced the pcb power management (d670-00-1162) and pneumatic module assy (d997-00-1178). After replacement, perform a functional test on the equipment according to the requirements specified by the factory. After replacement, the equipment is functionally tested according to the factory's specified requirements. After testing, it meets the factory's specified requirements and delivered for use. There was no patient involvement and no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) cannot be turned on normally, and there is a long beep when it is turned on. There was no patient involvement.